Event description:
Philips auto bipap potentially causing pulmonary fibrosis. Two year use, symptoms appearing after one year use and progressing. No contrast, areas of subpleural reticulation at the lung bases. FDA safety report ID # (B)(4).